Event description:
It is reported that the patient is presenting with femoral loosening and bone resorbtion of anterior cortex. The patient will need to be revised for pain and loosening.

Manufacturer narrative:
Evaluation summary: though bone cement has clearly been applied to the femur in a general manner, it is not possible to ascertain if the cement was applied behind the anterior flange of the femoral component. Further, the radiographs do not provide sufficient information to determine if osteolysis, stress shielding or loosening of the femoral component has occurred. Without additional information, a cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval was unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.